Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported event with the instrument could not be replicated nor confirmed. The fully articulating catheter was analyzed, and continuity leak test was performed four times and air leak tests was performed two times and passed. The catheter passed the electrical continuity test. Visual inspection was performed and found no damage to the shaft, sensor connector and tool channel. The catheter was shaken, and no signs of water intrusion observed. Fibers were inspected using the scope and fibers appear to be smooth and no signs of damage. The vision probe was used to inspect the inside of the catheter shaft and no liner damage found. Continuity test results showed that the outer diameter test passed, the inner diameter test = passed and the full test passed all attempts. The customer-reported event was not confirmed or replicated during failure analysis. Additional observation not reported by site that is not related to the customer reported complaint was that the catheter was found to have an unknown material stuck at the distal tip. Some of the material was removed and the continuity test was performed for the 3rd and 4th time, resulting in a lower max leakage result. Visual inspection was performed and found no damage to the catheter insulation. The vision probe was used to inspect the inside of the catheter shaft and liner damage found. Given that the electrical continuity test passed 2x during primary failure analysis and that no damage was observed to the inner liner or insulation, it is likely that a testing setup issue during the field caused the continuity test failure. Therefore, the failed continuity likely resulted from a testing setup rather than a device failure. Additional findings that are unrelated to the customer reported complaint was that during visual inspection, excess material was found on top of the fiber termination at the catheter tip. It was observed that the material edges were peeling. The device was reviewed by an ion manufacturing, quality, a design engineer. The material was inspected via uv light, and it was determined that the material at the tip is the adhesive used to pot the fiber during the fiber integration station in manufacturing. Review of manufacturing fiber integration images suggests that excessive adhesive may have been dispensed during assembly and the verification for excessive loctite stated was missed by the technician. However, during manufacturing the distal tip od is 100% inspected, therefore, the catheter tip od met the manufacturing specifications even with the possibility of excess material. Additionally, the catheter backend was opened to verify that the fiber was securely attached. After accessing the catheter, the proximal fiber section was pulled, and it was confirmed that the fiber remained securely attached at the tip. During this process, the catheter tip moved in response to the applied force, indicating sufficient force was used to test the fiber attachment. This demonstrates that while the tip moved due to pulling on the fiber, the fiber itself remained firmly in place. To further eliminate the possibility that the fiber was stuck elsewhere within the catheter, the adhesive at the tip was skived. After skiving the adhesive, the fiber was fully removed, confirming it was only adhered at the tip. Since the fiber was securely adhered at the tip, there are no concerns regarding catheter motion. There is a potential for fragments of adhesive due to this failure mode as the adhesive edges were peeling which enters the patient. The probable root cause of the continuity test failure was attributed to a testing setup issue during the field. The probable root cause of the excess material was found on top of the fiber termination at the catheter tip may be attributed to excessive adhesive may have been dispensed during assembly and over time, repeated mechanical passage through component like airways, swivel connectors, or endotracheal tubes could cause the excess adhesive at the edges to peel.

Event description:
It was reported that during central processing, the fully articulating catheter had leakage to high. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown about this specific case due to numerous catheters being sent back. There were no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.